Event description:
In 2009, the patient's wife reported that the patient was hospitalized fifteen days prior, for heart surgery. Two days later, while being taken to have a chest x-ray, the patient "passed out." His blood glucose was over 600 mg/dl and it was found that the infusion site was not completely inserted in the skin and the cannula was bent. Hospital personnel removed the infusion device and treated the patient with an insulin IV. The patient's blood glucose remained elevated while disconnected from the infusion device. The patient's wife stated that she observed the patient insert the infusion site the day prior to hospitalization, and the site was properly placed. He remained connected to the infusion device during surgery. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.